Event description:
Further information reveals that this patient will likely undergo a revision procedure. The date of this procedure is unknown at this time. The patient has end stage heart failure.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a fault code indicating an open circuit detected during shock delivery. Further review revealed an episode with anti-tachycardia pacing (atp) and shock therapy. Therapy was exhausted and on the 8th shock, the shock impedance measurement was 125 ohms. This patient was hospitalized as they were non-responsive and intubated. A manual shock measurement was taken and found to be 32 ohms. All lead measurements and sensing was determined to be good. Boston scientific technical services (ts) discussed troubleshooting efforts to evaluate the integrity of the system. The patient had a competitor's right ventricular (rv) lead. At this time, no further information has been made available.

Event description:
Additional information was received that this patient underwent a revision procedure and this ICD along with the competitor's product were explanted. No further observations were reported.

Event description:
Additional information indicates that a save to disk has been performed and analysis has been requested. It was reported that the patient was wanting to leave the hospital against medical advise. Therefore, no further intervention has been performed at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Disk analysis revealed that there were seven events listed in the logbook. Ventricular episode two occurred on (B)(4) and showed atp quick convert and 8 shocks in the vf zone. The event lasted 9:51 seconds, and none of the shocks converted the rhythm. Shocks 1-7 showed shock impedances between 25 and 27 ohms; shock 8 showed shock impedance of >125. The other events did not reveal any out of range shock impedance measurements and the daily measurements for the shock impedances are all within normal limits ranging from 52 to 28 ohms. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.